Manufacturer narrative:
One cadd legacy 1 pump was returned for analysis in good condition. A functional and visually inspection of the pump was performed. The customer's reported issue of a high-pressure alarm was not able to be repeated. No problem was found with pump displaying "high pressure" alarm message during the investigation by running the pump with customer's returned program. The pump's event log displayed that a high-pressure alarm did occur. The cause of the issue is a defective downstream occlusion sensor, which will be replaced.

Event description:
Information was received indicating that a smiths medical cadd legacy pump exhibited high pressure alarm. It was also reported that the pump cassette was empty when the event was discovered. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.